Event description:
It was reported the pt experiences a constant burning sensation at the ipg pocket site regardless of whether she is charging the ipg or not. It was reported the pt does not turn the stimulation off and her ipg is somewhat superficial. The sjm rep allegedly was unable to determine if turning stimulation off resolved the issue since the pt could not tolerate having stimulation turned off. Charging precautions were reviewed with the pt. No further info is available at this time. On (B)(6) 2012, st. Jude medical (B)(4), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.